Manufacturer narrative:
Lab analysis confirmed a distal bond peel, but remained intact to the device. If the device was used on a patient, recurrence of the malfunction could result in a mild vessel injury (non-flow limiting dissection). (B)(4). The angiosculpt device was returned for evaluation. Visual examination found a distal bond peel with two leaflets lifted, but remained intact to the device. Per the IFU, arterial dissection and retained device components are listed as possible adverse effects of the procedure.

Event description:
Prior to the procedure, when the scoring balloon was unpacked, a distal bond peel was observed.